Event description:
It was reported that the patient was experiencing abdominal pain and stimulation. Xrays revealed that the proximal tail end of the lead had moved laterally. The patient underwent a lead replacement procedure. During the procedure, it was observed that one lead was fractured inside patient body, however, the physician decided to remove both leads. It is unknown which lead was fractured. The pain areas are now covered with new leads.

Manufacturer narrative:
Correction to initial MDR in field h6 patient codes model number sc231770, serial number (B)(6) the device was not returned for analysis and the complaint could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint; therefore, the cause cannot be established. Model number sc231770, serial number (B)(6) analysis of this returned lead revealed that the complaint was confirmed. Visual (microscope) and xray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. There are no exposed cables at the clik x anchor site fracture location. The lead was kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause was traced to component failure.

Event description:
It was reported that the patient was experiencing abdominal pain and stimulation. Xrays revealed that the proximal tail end of the lead had moved laterally. The patient underwent a lead replacement procedure. During the procedure, it was observed that one lead was fractured inside patient body, however, the physician decided to remove both leads. It is unknown which lead was fractured. The pain areas are now covered with new leads.

Manufacturer narrative:
Additional suspect medical device component (s) involved in the event: brand name: infinion cx, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5138675.

Event description:
It was reported that the patient was experiencing abdominal pain and stimulation. Xrays revealed that the proximal tail end of the lead had moved laterally. The patient underwent a lead replacement procedure. During the procedure, it was observed that one lead was fractured inside patient body, however, the physician decided to remove both leads. It is unknown which lead was fractured. The pain areas are now covered with new leads.